Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunctional/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation from the ¿outside¿, their implantable neurostimulator (ins) was moving in circles and moving up and down. The patient also reported that the ins was causing her leg not to move and to give out and the ins protruded out of her skin with the patient feeling the edges come out. It was noted that since the shocking sensation started three weeks after the patient was implanted, she hasn¿t had therapy on but cause it hurt so much that the patient turned it off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.